Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number. Reported device (B)(4) - indications for use - the device was reportedly used for attempted pre-close placement of the sutures in a femoral vein. The instructions for use state under indications for use that the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5 to 8f sheaths. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed as the analysis revealed that the posterior cuff remained in the posterior foot pocket, which is consistent with the posterior needle being deflected away from posterior foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as intended. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. Additionally, it was reported that pre-close placement of the sutures was attempted of the femoral vein using perclose proglide devices. This is inconsistent with the instructions for use indication for use section which states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to a transcathether pulmonary valve (tpv) implant procedure, pre-close placement of the sutures was attempted of the femoral vein using perclose proglide devices. Reportedly, after the device was inserted into the vessel through a 6-french sized access site, attempts were made to deploy the sutures of the first two proglides devices, but needle-to-cuff misses occurred. When the needle plunger was removed, no suture was present on the needles. Two additional proglide devices were sequentially deployed 60-degrees opposite in orientation and set to the side. The access site was dilated to 22-french to match the outer diameter of the delivery catheter. After conclusion of the tpv implant procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be is reportedly trained in the use of the perclose proglide device. No additional information was provided.